Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 110 mg/dl and the sensor glucose readings at the time of the incident was 45 mg/dl. The sensor glucose reading that triggered for the suspension of the event was 79 and suspensions on low limit in sensor settings was 80. The sensor will be returned for analysis.